Event description:
Nasal cannula used with extension tubing. Child found unresponsive and cynotic in crib lying on stomach. When child turned over, oxygen tubing observed tightly wrapped around child's neck three times. Tubing could not be quickly loosened and required cutting with scissors for removal. Child's color immediately improved.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: inherent risk of procedure. Conclusion: device failure directly caused event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was not destroyed/disposed of.